Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag (hmag) received the following event description from the medical engineer at the hospital: tf 431002 is showing on display and machine is not ventilating.

Event description:
Hamilton medical ag (hmag) received the following event description from the medical engineer at the hospital: tf 431002 is showing on display and machine is not ventilating.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.